Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. The customer did not test blood glucose (bg) level at the time of the report; however, the customer stated "he is fine" and bg levels are under 200 (mg/dl). Reportedly, customer would continue to use the pump for insulin therapy.